Event description:
As reported by the field clinical specialist (fcs), no (B)(6) devices were inserted into the patient. There was vascular damage from perclose. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).